Event description:
It was reported that the patient underwent left url surgery and ureteral stent placement on the afternoon of (B)(6) 2022 . An indwelling catheterization was performed after the operation and the drainage was smooth. On (B)(6) 2022 , when the nurse visited the ward, the foley catheter was found to be slipped and the nurse reported to the doctor that the catheter should be re-placed. There was no obvious bleeding and the patient had no pain or discomfort. Upon inspection, it was found that the airbag had ruptured. It was stated that the replacement of the catheter by the medical staff caused pain to the patient, increased the risk of infection and prolonged the treatment time. No medical intervention was provided. As per follow up information received via ibc on 18aug2022, it was stated that no missing pieces of balloon were found inside the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box".